Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because, the meter battery life is shorter than expected and issue was not resolved with troubleshooting.